Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge error message while attempting to load a cartridge onto the pump. Tandem technical support guided the customer through the load process with a new cartridge and the cartridge was able to successfully be loaded. Customer's blood glucose level was not impacted.